Event description:
I had a hernia mesh implanted in (B)(6) 2011. Kugel patch md oval 0010105, then on (B)(6) 2012 I had a recurrent hernia. I went to a dr and he told me that the patch detached and that's why I got pain, nausea and occasional vomiting with dizziness!!! Is this product defective? Is there any recall or people complaining about the same problem?